Event description:
It was reported that the pump touch screen was unresponsive. It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Customer's husband was required to intervene by assisting in giving the customer an insulin shot and fluids in order to address bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.